Manufacturer narrative:
The insulin pump was received with intermittent up button response due to moisture damage on the keypad traces. No moisture damage on the electronic assembly during our visual inspection. No button error alarm during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to rain. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.